Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of the broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. A review of the procedure log showed the mega needle driver instrument (part# 470194 / lot# n10210329-0071) was last used on (B)(6) 2022 during this benign hysterectomy surgical procedure with system (B)(4). The mega needle driver instrument had 8 uses remaining. Images of the mega needle driver instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: I believe that is not a pin sticking out at the distal end but rather the pitch cable crimps which likely is a result of the mentioned broken wire. This complaint is being reported due to the following conclusion: failure analysis confirmed the mega needle driver instrument had a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the patient information and the adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The device expiration date for the suspects medical device was not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer discovered that the mega needle driver instrument wire was broken after the surgeon could not control the instrument. There was no report of any fragments falling inside the patient. The customer replaced the mega needle drive instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was closing the vaginal cuff at the time of the event. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure.